Event description:
Boston scientific crm received information that this sales representative (sr) called technical services (ts) reporting this patient's high right atrial (ra) and right ventricular (rv) threshold measurements. The sr noted the pacemaker would be explanted today and was concerned with premature depletion. The sr stated that the physician elected to keep both the chronic ra and rv leads in service due to challenging patient anatomy. The sr was also inquiring about this device being included in an advisory and if the advisory was linked to battery issues. Ts discussed the fm2 advisory with the sr and requested she call back when she had more information regarding the explant procedure. No adverse patient effects were reported during this clinical observation.

Manufacturer narrative:
The pacemaker was explanted and replaced with a non-bsc device. The leads currently remain in service. A request has been sent to the sr to return the device for analysis. As of this date, the device has not been returned. If the device should be returned, it will be analyzed. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. The device was returned approximately six years later. A thorough evaluation of the device was performed. Device data was insufficient to obtain battery status due to multiple resets that occurred at or post-explant. A visual inspection of the device header and case noted a hole in the atrial tip seal plug. Atrial outputs were programmed to 5 volts and ventricular outputs were programmed to 4 volts. The patient was paced above 90 percent in both chambers. Longevity calculations were performed using an estimated elective replacement time (ert) date (suggesting the device reached ert at or before explant based on the allegation of premature battery depletion). With using the most conservative estimated ert date and the documented pacing parameters, the device met longevity calculations. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.